Event description:
It was reported that the user experienced hyperglycemia while the insulin pump was not attached during a phone repair and while snacks were consumed without meal announcements, after which a supply change was performed and the cgm (g7) was connected with insulin delivery resumed. Symptoms included none reported. Outcomes included no medical intervention, no assistance, and no hospitalization. Investigation included troubleshooting and user education, including guidance on supply change and connecting the cgm. Investigation of this case revealed user-related factors, including missed meal announcements and interrupted insulin delivery due to the pump being disconnected, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user management factors leading to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.